Event description:
Caller reported that the insulin gauge displayed was inaccurate. There was no adverse impact to the customer¿s blood glucose level. Customer loaded a new cartridge to resolve the issue.